Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) called to report an eye care provider (ecp) diagnosed keratitis od while wearing the acuvue vita brand contact lenses. The pt also reports dryness and was only able to wear the lenses for 2 weeks. On (B)(6) 2019 a call was placed to the pt for additional information. The pt reported the event date is (B)(6) 2019; pt went to see the ecp the following day. The pt reported the ecp advised not to use the lenses for a week. The pt also got new glasses. On (B)(6) 2019 an email was received from the pt with a receipt from the hospital dated (B)(6) 2019. On (B)(6) 2019 a pharmacy receipt was received dated (B)(6) 2019 for levofloxacin every 3hrs per day; unimeron eye drop (tetrahydrozoline) every 6hrs per day; and hyalurone eye drop prn. No additional medical information has been received. The lot number is unknown. The suspect od lens was discarded. If any further relevant information is received, a supplemental report will be filed.